Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bi polar part was not working well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The vv6 pro bisector device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and blood were observed on the c-ring. The bisector blade and electrodes appear intact with no signs of damage or deformity. No visual defects were observed. A mechanical evaluation was performed by manipulating the toggle switch that controls the movement of the blade. The bisector blade could be retracted and advanced without any difficulty. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel. The device could transect the vessel with a clean cut without any failure. Based on the returned condition of the device and the results of the evaluation, the reported failure ¿failure to cut¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro bi polar part was not working well. A replacement device was used to complete the procedure. The hospital did not report any patient effects.